Event description:
It was reported that the right atrial (ra) lead was part of the system revision due to infection with erosion and fever. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).